Event description:
It was reported that the procedure was to treat a mildly calcified and 85% stenosed mid left anterior descending artery. A 3.5 x 18 mm xience v stent was implanted and as post-dilatation was performed, a proximal edge dissection occurred. Another xience v was implanted to seal the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.